Manufacturer narrative:
The investigation updated the evaluation conclusion code

Manufacturer narrative:
The customer did not provide any additional information. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for sodium (na) on a cobas 8000 ise module. Patient 1 initial result was 165 mmol/l. The repeat result was 135 mmol/l. Patient 2 initial result was 152 mmol/l. The repeat result was 125 mmol/l. Patient 3 initial result was 180 mmol/l. The repeat result was 140 mmol/l. Patient 4 initial result was 184 mmol/l. The repeat result was 136 mmol/l. It is not known if the questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.